Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all the internal wires being broken. The cause of the fracture is consistent with an overstress condition or sudden event.

Event description:
It was reported that the patient was not receiving adequate therapy. Troubleshooting revealed high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.